Event description:
An other health care professional reported about a plunger caught the lens leaving it impacted inside the cartridge and fractured. Additional information was requested and received stating there was no patient harm and the surgery was completed the same day by implanting another lens.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3. And h.10. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified associated cartridge with an unspecified company handpiece. It is unknown if a qualified handpiece was used. Two viscoelastics were indicated, only one is qualified for this lens/cartridge combination. The product investigation could not identify a root cause for the reported complaint. The account indicated the product was not available to evaluate. It is unknown if a qualified handpiece was used. The IFU instructs: company foldable iols are qualified for use with an alcon qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. No further information has been provided at this time. File will be reopened when new information is received. The manufacturer internal reference number is: (B)(4).